Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. No trouble shooting steps were completed as the issue was not present during the technical support call. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 4 moved on its own when it was being used. Tse reviewed the logs and found no errors. During the phone call no issues were observed. The customer will monitor the situation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that this was an user error and the issue did not re-occur.